Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with his coaguchek xs meter serial number (B)(4). The patient tested a sample on the meter at 5:35 a.m., resulting as 2.5 inr. A sample was collected from the patient and tested in the laboratory using the dade innovin method at 8:15 a.m., resulting as 2.0 inr. No adverse events were alleged to have occurred with the patient. The patient's medication dosage was not changed and he was not treated based on the meter result. The patient's current condition is fair/good. The patient's therapeutic range is 2.0 - 3.0 inr. The patient may be anemic. On (B)(6) 2018, he had a blood transfusion due to a rectal bleed. The patient stated that he did start taking iron pills and that his hematocrit is 28%. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has had no changes made to his coumadin/warfarin dosage. The patient did not have any new medications, diet changes, or illnesses. The patient did not have a special or unusual diet. The patient did not have symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 294151-23) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material is within specifications. The patient's meter and test strips were returned for investigation. These were tested using retention control material. Testing results: (qc range = 2.0 - 3.0 inr): qc 1: 2.6 inr; qc 2: 2.6 inr; qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot. All measurements were without error messages. The investigation of the customer material in comparison to retention material and comparable master lot test strips did not show abnormalities. No information was provided that would point to a cause for the result discrepancy.